Manufacturer narrative:
The customer was able to reconnect water line without a service visit.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. The customer stated the leak was coming from the water line in the back of the instrument, and the lab was flooded. There was no effect to patient or user.